Event description:
It was reported that during an unknown procedure, two clips were coming out at a time. A new device was used to complete the procedure. No patient impact reported.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.